Event description:
A report was received that during a permanent implant procedure the physician noted there were high impedances on the lead and the proximal end was bent. It is not known if the lead was bent prior to repositioning or during repositioning. The physician chose to use the lead and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70 serial # (B)(4) description: linear 3-4 lead, 70cm a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.